Event description:
An artelon cmc spacer is planned for explantation (date unk) due to alleged injury. (B)(4).

Manufacturer narrative:
Investigation based on lawsuit documents filed against artimplant (B)(4) and artimplant USA, inc. No info supporting allegations of lawsuit currently available.